Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluate.

Event description:
Allegedly, patient was revised due to the guardian stem subsiding and calloused over. The stem was pulled out, clean cuts were made, and the canal was reamed to a larger diameter.